Manufacturer narrative:
Concomitant medical products: evolutpro-29-us valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement and was repositioned, post-operatively. The lead remains in use. No patient complications have been reported as a result of this event.